Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 563 mg/dl with nausea associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via injection. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.